Event description:
I used fixodent from 1996 to 2003 on . The same month, I had a stroke numbness and tingling on my right side. Couldn't feel my right arm and leg. Could not talk or eat. I went to medical center. Dose or amount: 50 mg on teeth, 10 mg a day. Not sure of dr's name. From + ci + cardiovascular specialist.